Event description:
The surgeon implanted a silicone lens but the leading haptic was damaged upon insertion. The surgeon enlarged the incision to remove the lens and sutures were required. After the surgery the pt had corneal edema. Company has requested additional info but it has not been received to date.